Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 0-degree endoscope plus for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0-degree endoscope plus exhibited a lens out. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 0-degree endoscope plus was analyzed, and the findings did not replicate or confirm the customer reported event. Error 45310 was found in the logs. The 0-degree endoscope plus was tested and placed on an in-house system or equivalent for camera cables due to an electrical failure on the endoscope cable. The endoscope was visually inspected and found with glue damage on fiber distal tip and the cable integrated connector (ic) was found broken. The endoscope was tested and placed on an in-house system for cable testing and failed due to wahoo paddleboard (wpb) defect. The probable root cause is attributed to an electrical issue with the endoscope cable. The electrical issue is related to wpb defect.